Manufacturer narrative:
Continuation of d11: 5076-52 lead implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated eri (elective replacement indicator) despite the previous remote monitoring transmission showing that the device had approximately 8 years longevity remaining. The ventricular lead impedance also measured as low. The device was interrogated, the eri lockup was cleared, the lead impedance measured within normal range, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.